Manufacturer narrative:
The reported events of "capsular contracture, baker grade IV". And "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative, additionally reported, "patient underwent imaging exam. That identified baker grade IV, capsular contracture in the right breast. Folds in the implants and presence of fluid".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall.

Event description:
Patient reported "mention of recall" for the right side. Also reported "non-nodular enhancement" which was determined not to be device-related. The device has been explanted. Healthcare provider later reported rupture.